Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Device evaluation: the reported used device, along with unused devices from facility stock, was returned to cook inc. For evaluation. The used device was visually inspected and functionally tested for leaks. The complaint device was found to leak where the white hub meets the extension tubing. Investigation: a document-based investigation reviewed the following: instructions for use, quality control, specifications, manufacturing instructions, complaint history and device history records. According to the document review, proper procedures are in place to identify/prevent this failure mode prior to device distribution. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed one additional complaint, reported by the same customer, against this lot number. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Conclusion: based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC was found leaking at the hub. An additional procedure, involving replacement of the device was performed. Additional patient, event and device information has been requested but not yet provided.